Event description:
It was reported that the device exhibited a bridge test error. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the top case. Review of the event history log showed an occurrence of a "force sensor bridge test" alarm. Functional testing involved confirmed the reported issue. The investigation determined the root cause to be a combination of the force sensor, plunger cable and plunger board. The force sensor, plunger cable and plunger board were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.